Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation and/or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent an unspecified breast augmentation with 270cc mentor memoryshape breast implants experienced abnormal mammogram and ultrasounds postoperatively. The patient reported having concerns with textured implants, and planning to undergo breast implant prophylactic removal to avoid injury. At the time of this report, mentor has received no information regarding an expected explantation date. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On 24-jun-2022, mentor received additional information about the event. The patient was diagnosed with baker grade IV capsular contracture in her left breast. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information from the patient that she will undergo explantation in (B)(6) 2022, the patient is unsure of the exact explantation date. Manufacturer¿s reference number: (B)(4).